Event description:
As reported, button 1 of a 6f¿7f mynx control vascular closure device (vcd) was quite stiff. Bleeding occurred before the black line appeared. The device was removed, manual hemostasis was performed, and the procedure was completed. There was no reported patient injury. The device was used for hemostasis after endovascular therapy (evt). The device will not be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.